Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: shout subject: (B)(6). Instability/dislocation. Patient required revision surgery."

Manufacturer narrative:
During the investigation, it was noted that this event was already reported under complaint 2017/14m. Therefore, MFR report # 3000931034-2024-00631 is no longer applicable and will be subsequently cancelled.

Event description:
As reported: "study: shout subject: 101-00039-1rev. Instability/dislocation. Patient required revision surgery."